Event description:
A myasthenia gravis patient had a tmj, inc. Fossa eminence device placed in right tmj at clinic in 2006 to manage pain and mandibular dysfunction. Noted shift in bite over the next few months and increasing pain and mandibular dysfunction.